Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. This is also a report of use error, where the customer swapped out a solution bag and re-used the remaining supplies, resulting in the second reported alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse the disposable set more than once. It indicates that the disposable set must be discarded after each use. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred during the dwell three of four of peritoneal dialysis therapy on the homechoice. The patient was connected at the time of the alarm. The patient reported that they had already cleared the alarm by ending therapy and no issues with the supplies were noted. The patient also restarted therapy using the same cassette and bags, and received a second se2240 in dwell one of five. The technical services representative assisted the customer in ending therapy and reviewed proper procedures with them. There was no patient injury or medical intervention reported. No additional information is available.